Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported a foreign body possibly a bug was inside a bd luer-lok¿ syringe when the component was pulled out of the pack. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that when the bd vacutainer® plus plastic serum blood collection tubes open tube after centrifugation, tubes caps are difficult to recap, as all caps comes out automatically, even after 2 to 3 attempts they are unable to fit caps tightly closed. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported a foreign body possibly a bug was inside a bd luer-lok¿ syringe when the component was pulled out of the pack. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one sample was received for evaluation. The sample was returned with foreign matter inside the syringe, but outside the fluid path therefore failure mode is verified. The foreign matter appears to be cardboard dust mixed with silicone. It is possible that a cardboard dust particle in the air could have gotten inside a box and fallen inside the back of a syringe (outside the fluid path). Bulk boxes are double bagged to reduce risk of dust getting inside. Bulk packaging box rails have dust covers on top to help stop dust from falling into the open boxes during the packaging process. Flks received (1) loose 20ml syringe. As per request, ftir analysis was completed on the brownish material observed on the inner surface of the barrel. A small portion of this material was removed from the barrel and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely cellulose mixed with silicone. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. This is the first complaint for the lot# 7051526 for the same defect or symptom. No related defects or qns were recorded in the DHR. Investigation conclusion: it is possible that a cardboard dust particle in the air could have gotten inside a box and fallen inside the back of a syringe (outside the fluid path).